Event description:
It was reported that the patient presented to the hospital for a scheduled generator elective replacement procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was capped and replaced on (B)(6) 2023 during the elective replacement procedure. The patient was in stable condition throughout.